Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent inaccurate fill estimates were received. Customer alleged due to the inaccurate readings, blood glucose (bg) was elevated (141-400 mg/dl). Correction boluses were delivered to address bg. Customer declined tandem technical support's offer to perform a pump system check. Customer continued to use pump for insulin therapy.